Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. However, a review concluded that the event reported under this complaint was previously identified. It was concluded that the root cause of this issue was the shaft was not strong enough to resist high torques before failure of the shaft. The action taken was to add additional wires to the flexible shaft to make it stronger to resist higher torques. A review of complaint history of the previous 12 months revealed similar events for the flexible screw drill part numbers with batches that were manufacture before and after the change of the device design. Therefore, an additional action was indicated to address the flexible shaft breakages/bending/pig-tailing, drill tip breakages/bending and drill tip not advancing properly into the bone. Device batch numbers were not provided, thus, an evaluation of the manufacturing records could not be performed. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. At this time, we have no evidence to suspect that the products failed to meet any specifications at the time of manufacture. Instrument design is the most probable root cause that could contribute to the reported event. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a thr surgery the bits of (5) flexible drill 25mm were breaking and not able for use after one hole was drilled. The procedure was resumed, without any delay, using a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).